Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to inoperable "on/off" and "setup" keys. Service evaluation verified the inoperable "on/off" and "setup" keys. The cause was identified to be a failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device the "on/off" and "setup" keys were found to be inoperable. No additional information is available.